Event description:
It was reported that the intra-aortic balloon (iab) was placed this evening ((B)(6)2010. Pt stable, on no vasopressors, probably surgery tomorrow. Rn stated printer is only printing first few seconds of strips, then stops before printing the waveforms. Rn stated he has changed paper, rotated the roll and printer stops each time before any waveforms are recorded. The clinical support specialist (css) had rn press and hold recorder button and same thing happens. Css had the rn power off the intra-aortic balloon pump (iabp) and power back up in attempt to reset printer; no change in printer function. Informed rn that iabp will need to be sent to biomed for further service. Css provided the direct cell number and rn will call back when he gets another pump, for assistance in switching pumps. Rn returned call and during attempt to change to 2nd pump (B)(4) fiberoptic sensor (fos) connector not recognized by iabp. Fos status codes low light, ratiometric error and pressure limit were displayed with black light bulb. Css had the rn initiate pumping on second pump iabp using ECG for timing and triggering while we assessed the fos arterial pressure (ap). Rn verified that he had an ap waveform on first pump, but was unsure of the light bulb color. Css had the rn re-attach fos slide connector and cal key to pump #1; immediately fos ap appeared on pump #1. Rn obtained a third pump and was able to make all connections, calibrate fos and initiate pumping without further issue. Rn verified that pump recorder is working as well. Css informed rn to send both pumps to biomed for service, noting on pumps which one had printer issue and which one had fos connector issue. Per rn, "pt remains stable" with no change in status during pump switching. Rn has no further questions at this time.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.